Manufacturer narrative:
Eval: results: - as returned, the ipg communicated with the lab equipment. Since no alleged functional failure was identified, no add'l functional testing was performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt complained of ipg pocket site pain due to the location and size of the ipg. The pt stated that it felt like the ipg was pressing on a nerve. The physician explanted and replaced the ipg with a smaller model on (B)(6) 2011. The ipg pocket location was also revised. F/u on the pt on (B)(6) 2011 found that the issue was resolved. No further pt complications were reported.